Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference numbers: 3006705815-2021-01629, 3006705815-2021-01630, 1627487-2021-13007, 1627487-2021-13008. It was reported that the patient experienced an infection after they were implanted (exact date unknown). As a result, surgical intervention was undertaken wherein the entire scs system was explanted. The patient was placed on antibiotics and is recovering.